Event description:
It was reported that during a sleeve gastrectomy procedure, the first firing using a green re-load with seamguard, the staples in the middle portion of the staple line didn¿t seem to form correctly. The staples seemed not to form b shapes at all. Staple line was oversewn. Procedure was prolonged by 15 minutes. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.